Manufacturer narrative:
Section d9: device available for evaluation: yes , returned to manufacturer on october 12, 2021 section h3: device returned to manufacturer: yes device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number 60292896 . A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown/ not provided. Reporter email address: unknown/not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported suction loss occurred while the laser was firing and this resulted in a incomplete flap in the left eye. The procedure was aborted. There was no patient injury reported and no surgical intervention was required.